Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was reported as a software problem. A technical support specialist confirmed and verified that the customer had resolved the issue. The system functioned as intended after the customer had resolved the issue.

Event description:
It was reported that when using the pyxis medstation es system, the screen was unresponsive. A customer indicated that the user had experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.